Event description:
Side panel of cautery unit fell off. Surgeon lifted and carried unit to patient for use but prior to placement, the side panel fell off harmlessly to side of patient. No patient harm. Unit was set aside and replaced with new equipment. No further issues.